Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severe calcified vessel. A 2.25 x 16 synergy stent was advanced for treatment. However, during insertion, the stent strut got lifted. The procedure was completed with a 2.25 x 12 synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first distal strut which is stretched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severe calcified vessel. A 2.25 x 16 synergy stent was advanced for treatment. However, during insertion, the stent strut got lifted. The procedure was completed with a 2.25 x 12 synergy stent. No patient complications were reported.